Event description:
Globus medical received notification from a sales representative, via a company processing/evaluation form, that two (2) globus manufactured screws had broken after implantation. The only info reported is that a pt with a grade 2 spondylolisthesis at l5-s1 received underwent spinal surgery in 2006. The surgeon utilized (2) 7.5 by 40mm revere titanium screws without interbody fusion or otherwise anterior column support. The screws were explanted in 2007 and it was reported the screws "broke below the head of the screw."

Manufacturer narrative:
A thorough review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the products were manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. The screws were returned for evaluation and a visual observation and testing was conducted and revealed the devices wer within product specification. The report states, approx 11 months had elapsed from implantation and evidence of a breakage. There are many pt factors that can contribute to a screw breakage and published studies indicate that screws utilized in this anatomical area without interbody fusion have failure rates a high as 12.4%. Additionally, pts with reduced spondylolisthesis without anterior support were found to be especially prone to screw breakage. Furthermore, the "indications" section of the product info sheet, included with all products, states the revere stabilization system, when used as a posterior pedicle screw system, is intended to provide immobilization and stabilization "as an adjunct to fusion" and the "warnings" section plainly states the safety and effectiveness of pedicle screw systems have been established only for spinal conditions with significant mechanical instability or deformity "requiring fusion with instrumentation." As indicated in the report, the pt receiving the screws was provided no interbody fusion as an adjunct to the surgery. Based on record review, testing, observation, and all available information, it is determined the revere screw design conforms to all applicable standards and there was no deviation in the manufacture process. There is no indication the breakage was a result of product defect, malfunction, or poses any injury with use.